Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother called to report high blood glucose levels ranging between 300 and 400 mg/dl. The customer did not treat. The customer did not have any symptoms. The customer completed troubleshooting but did not find any anomalies. The customer stated that sometimes his skin was chapped from the adhesive. Nothing was replaced or returned for analysis.